Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2003 to 2005. Concurrent conditions included obesity, bipolar disorder since 2009, hidradenitis since 2008, diabetes since 2014, acid reflux (oesophageal) since 2016, hypertension since 2014, blood cholesterol abnormal since 2014, irregular periods, bloating, penicillin allergy, tobacco abuse, allergic reaction to analgesics, dermatitis, abscess, uterine bleeding, hyperkeratosis and uterine enlargement. Concomitant products included atorvastatin calcium (lipitor) since 2014, carbamazepine (tegretol) since 2009, clonazepam (klonopin) since 2015, haloperidol (haldol) since 2010, lisinopril (prinivil) since 2014, lisinopril since 2014, lorazepam from 2010 to 2016, metformin since 2014, simvastatin since 2014 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), weight increased ("weight gain") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, anxiety, dysmenorrhoea and weight increased outcome was unknown and the alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery four coils exposed in the uterine cavity on the left fallopian tube, three on the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal cramping. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), mood swings, anxiety, dysmenorrhea (cramping), pain, weight gain, hair loss and lower stomach pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2003 to 2005. Concurrent conditions included obesity, bipolar disorder since 2009, hidradenitis since 2008, diabetes since 2014, acid reflux (oesophageal) since 2016, hypertension since 2014, blood cholesterol abnormal since 2014, irregular periods, bloating, penicillin allergy, tobacco abuse, allergic reaction to analgesics, dermatitis, abscess, uterine bleeding, hyperkeratosis and uterine enlargement. Concomitant products included atorvastatin calcium (lipitor) since 2014, carbamazepine (tegretol) since 2009, clonazepam (klonopin) since 2015, haloperidol (haldol) since 2010, lisinopril (prinivil) since 2014, lisinopril since 2014, lorazepam from 2010 to 2016, metformin since 2014, simvastatin since 2014 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), weight increased ("weight gain") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, anxiety, dysmenorrhoea and weight increased outcome was unknown and the alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery four coils exposed in the uterine cavity on the left fallopian tube, three on the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and schizoaffective disorder ("psychological or psychiatric problems: schizoaffective") in an adult female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: depo-provera from 2003 to 2005. Concurrent conditions included obesity, bipolar disorder since 2009, hidradenitis since 2008, diabetes since 2014, acid reflux (oesophageal) since 2016, hypertension since 2014, blood cholesterol abnormal since 2014, irregular periods, bloating, penicillin allergy, tobacco abuse, allergic reaction to analgesics, dermatitis, abscess, uterine bleeding, hyperkeratosis and uterine enlargement. Concomitant products included atorvastatin calcium (lipitor) since 2014, carbamazepine (tegretol) since 2009, clonazepam (klonopin) since 2015, haloperidol (haldol) since 2010, lisinopril dihydrate (prinivil) since 2014, lisinopril since 2014, lorazepam from 2010 to 2016, metformin since 2014, simvastatin since 2014 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings") and anxiety ("anxiety"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and schizoaffective disorder (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, anxiety, dysmenorrhoea, weight increased and schizoaffective disorder outcome was unknown and the alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, schizoaffective disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Four coils exposed in the uterine cavity on the left fallopian tube, three on the right fallopian tube. Current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Event " device monitoring procedure not performed and psychological or psychiatric problems: schizoaffective" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.